Event description:
It was reported that the needle was inserted into the patient and the outer tube was sent but the push-off tab did not come off the septum.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of needle retraction failure was confirmed upon inspection of the sample. Analysis of the sample showed the catheter adapter stuck at the tip shield. Force was used to separate the catheter adapter from the tip shield. It was observed the adapter was damaged which caused the separation to be difficult. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The manufacturing process was reviewed. There is a load adapter and seat septum station which is a probable cause for the damage on the adapter. This could be due to alignment of the part or tooling on the adapter causing the damage. As a result, there was a failure for the tip shield to decouple.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22ga 1.00in y needle not able to disengage it was reported that the needle was inserted into the patient and the outer tube was sent but the push-off tab did not come off the septum.